Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter could not be removed. The target vessel was located in the kidney. A previously implanted 8f 25cm expel¿ drainage catheter was scheduled to be replaced due to clogging. Upon attempting to remove the catheter, it was noted that the device could not be removed. The physician attempted to pass several guide wires to straighten the pigtail; however, the guide wire could not pass the proximal ro marker. The physician then decided to cut off the catheter and left the remaining end inside the patient's body. There were no further patient complications reported.